Event description:
The customer reported via phone call that the act button is unresponsive and the insulin pump alarmed button error. Customer stated that the device was possibly exposed to moisture as she was at the beach. Blood glucose value was 334 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an unresponsive act button due to moisture damage on keypad trace. The insulin pump was unable to perform displacement test due to unresponsive button. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.